Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted and replaced. No additional adverse patient effects were reported. This crt-p has not been received for analysis.